Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was moving in the pocket. This was occurring daily. No troubleshooting had been previously performed as the patient did not have a healthcare provider (hcp) in his new state. There were no traumas, falls, medical tests, or environmental electromagnetic interference exposures that could have been related to this issue. This issue was related to positional movement as every time the patient moved he had pain. There was a sudden pain at the ins site. It was noted the patient had weight loss over the last 3 months and the area at the ins site had been getting looser since losing the weight. Originally, the patient thought he pulled a muscle. The ins was poking out of his back and it was shifting on him causing pain. When the patient moved, he could feel it giving him a sharp pain that was getting worse every day. The device moved and was protruding from his skin and the patient was in pain. The ins had shifted in place, was sticking out, and was hard to lie on. The patient had not used the device in a year and a half. The pain had been around for about 4 weeks and had gotten progressively worse. It was further reported the ins was "jarred" out of place and was "killing" him. The patient was pull starting a generator and thought he pulled a muscle, but he did not and the ins was jarred out of place. Sleeping on it hurt and sitting and walking were hard. The bouncing from walking hurt and it was slowing getting worse. The patient had called healthcare providers (hcps) and they all told him they could not remove the device. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).